Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon eval, the cable connecting the front therapy electrode (te) and the distribution node (dn) was pulled from ECG electrode a, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified, but is likely excessive force placed on the cable. Device eval of monitor sn (B)(4) is currently underway. Upon initial eval the monitor was unable to complete a treatment sequence. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged cable and wires or defective monitor. The pt received a replacement electrode belt and monitor. Device manufacture date: sn (B)(4), mfg: 07/2012; sn (B)(4), mfg: 07/2011.

Event description:
A (B)(6) male pt contacted zoll customer support to report that one of the cables on the belt was damaged. While investigating the pt's monitor for an unrelated issue, the monitor was unable to complete a treatment sequence during initial testing. The pt was issued a replacement electrode belt and monitor.